Event description:
It was reported that the 5 hours patient was into rewarming and the arctic sun device alerted about temperature being unstable and therapy stopped. They disconnected and reconnected cables and pads. Restarted therapy and it appears to be normal now. Nurse noted that they also turned off warmer to see if that was creating an issue. Nurse noted that axillary shows patient stable now at 97.4f but temperature jumped from 93.9f to 96.4f from 19:00-20:00. The patient temperature was 35.7c, target temperature was 36.5c, water temperature was 33.1 and water flow rate was 0.9 l/m. Neonatal pad in use. Trend shows 1 bar trending downward. They were using skin probe 35.7c to run therapy and secondary probe is esophageal probe showed 33.9c. Noted that nurse encourage use of the esophageal probe or another true core temperature probe over a skin probe. Skin probe was registering surface temperature which shows a pretty significant gap between the skin and the esophageal reading. Mis explained radiant warmer of warm blankets could affect the temperature reading and therapy since they were utilizing a skin probe. Mis encouraged nurse to discuss running therapy off of esophageal probe and turning radiant warmer back on. Nurse noted radiant warmer would assist and would not affect accurate temperature reading if they were using a core temperature probe. Nurse verified they do have baby "tacoed" in with pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the 5 hours patient was into rewarming and the arctic sun device alerted about temperature being unstable and therapy stopped. They disconnected and reconnected cables and pads. Restarted therapy and it appears to be normal now. Nurse noted that they also turned off warmer to see if that was creating an issue. Nurse noted that axillary shows patient stable now at 97.4f but temperature jumped from 93.9f to 96.4f from 19:00-20:00. The patient temperature was 35.7c, target temperature was 36.5c, water temperature was 33.1 and water flow rate was 0.9 l/m. Neonatal pad in use. Trend shows 1 bar trending downward. They were using skin probe 35.7c to run therapy and secondary probe is esophageal probe showed 33.9c. Noted that nurse encourage use of the esophageal probe or another true core temperature probe over a skin probe. Skin probe was registering surface temperature which shows a pretty significant gap between the skin and the esophageal reading. Mis explained radiant warmer of warm blankets could affect the temperature reading and therapy since they were utilizing a skin probe. Mis encouraged nurse to discuss running therapy off of esophageal probe and turning radiant warmer back on. Nurse noted radiant warmer would assist and would not affect accurate temperature reading if they were using a core temperature probe. Nurse verified they do have baby "tacoed" in with pads.